Event description:
It was reported that right ventricular (rv) lead had a "drop" in impedance from 550ohms to 390 ohms. It was also reported that there has been variable r wave measurements. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.